Event description:
Post left forearm nondisplaced torus fracture to the distal radial shaft, pt was reported to be splinted with an ocl sugar tong splint. On next examination report in 1996, two healing partial thickness burn areas on the dorsal volar forearm were noted, dorsal as moderate depth, and volar as 2nd degree.